Event description:
It was reported, the gastrointestinal videoscope exhibited white spots on control head after reprocessing in endoscope reprocessor. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. However, ess (endoscopic support specialist ) visited the user facility and confirmed user were wiping down with intercept, then washing in the sink with prolystica. After that they are placing the scope in the oer-elite-endoscope reprocessor which using endoquick detergent. This is causing the control head to build up residue. Ess will monitor cleaning steps with detergent. Based on the results of the investigation, it is likely the user facility used too much detergent at precleaning/bedside, which may have caused the event. Same was confirmed during visit by ess (endoscopic support specialist ). However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.